Event description:
The nurse reported that the patients' name is not showing up on the bedside monitor and that they can see the patients' vitals, but the name is not showing up. When they put in the patients' identification (ID), nothing comes up. The nurse checked the monitor screen on the cns to see if the patient's bedside screen shows up there, but it did not. The nurse made sure that the devices were plugged in correctly. No patient harm was reported. Nihon kohden technician advised the nurse to have their biomedical engineer (bme) to get involved because it could be an issue with the network port on the bedside, or the ethernet cable needs to be changed or the port on the wall could be a contributor.

Manufacturer narrative:
The nurse reported that the patients' name is not showing up on the bedside monitor and that they can see the patients' vitals, but the name is not showing up. When they put in the patients' identification (ID), nothing comes up. The nurse checked the monitor screen on the cns to see if the patient's bedside screen shows up there, but it did not. The nurse made sure that the devices were plugged in correctly. No patient harm was reported. Nihon kohden technician advised the nurse to have their biomedical engineer (bme) to get involved because it could be an issue with the network port on the bedside, or the ethernet cable needs to be changed or the port on the wall could be a contributor. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
The nurse reported that the patients' name is not showing up on the bedside monitor and that they can see the patients' vitals, but the name is not showing up. When they put in the patients' identification (ID), nothing comes up. The nurse checked the monitor screen on the cns to see if the patient's bedside screen shows up there, but it did not. The nurse made sure that the devices were plugged in correctly. No patient harm was reported. Nihon kohden technician advised the nurse to have their biomedical engineer (bme) to get involved because it could be an issue with the network port on the bedside, or the ethernet cable needs to be changed or the port on the wall could be a contributor. Investigation summary: the customer reported that the bedside monitor is no longer in the network, and could no longer communicate with the cns and the emr. Customer checked the wiring and indicated that the bsm was plugged in properly. Nk technical support (ts) advised the customer to request assistance from their biomed to check the condition of the network related cables and devices related to the bsm. Three (3) attempts were made to get further information, and troubleshoot the issue with the customer. However, no response was received. A review of the history of the serial number identified no further reports of the issue. Based on the available information, a definitive root cause could not be identified. Network communication/connection issues may occur due to damage or malfunction of network cables and network devices (network switch, network port etc.). The issue may also occur if a device is moved, and its network settings is not suitable to its new location. A corrective action would not be performed at this time. G3: date received by manufacturer initial MDR aware date was missing, should have been: 06/02/2022. G3: date received by manufacturer supplemental MDR aware date: 09/29/2022.

Event description:
The nurse reported that the patients' name is not showing up on the bedside monitor and that they can see the patients' vitals, but the name is not showing up. When they put in the patients' identification (ID), nothing comes up. The nurse checked the monitor screen on the cns to see if the patient's bedside screen shows up there, but it did not. The nurse made sure that the devices were plugged in correctly. No patient harm was reported. Nihon kohden technician advised the nurse to have their biomedical engineer (bme) to get involved because it could be an issue with the network port on the bedside, or the ethernet cable needs to be changed or the port on the wall could be a contributor.